Event description:
It was reported that a 2108-151-000 blade broke while using the system 6 sagittal saw during a procedure. The case was completed successfully without any delay. There was no medical treatment or intervention required as a result of the event and no adverse consequences. The saw was then returned to stryker instruments for service, and during cut testing, blade whip was noted and the device created a larger incision in the pine wood test block..

Event description:
It was reported that a 2108-151-000 blade broke while using the system 6 sagittal saw during a procedure. The case was completed successfully without any delay. There was no medical treatment or intervention required as a result of the event and no adverse consequences. The saw was then returned to stryker instruments for service, and during cut testing, blade whip was noted and the device created a larger incision in the pine wood test block.

Manufacturer narrative:
Failure analysis is ongoing; additional information may be submitted once the results analysis is complete. Failure analysis is ongoing; additional information will be submitted once the results analysis is complete.

Manufacturer narrative:
During the device evaluation, the reported event that the handpiece causes blades to break was confirmed. Blade whip was discovered due to failures with a loose drive link on the blade mount and a worn front cap castle feature. These were determined to be the primary causes for the reported event.